Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ft3 iii result for 1 patient sample tested on a cobas 6000 e 601 module. The customer compared their ft3 iii to another laboratory's cobas e601 results and the cmia test method from two referral laboratories. From the data provided, a reportable malfunction was provided for ft3 iii, elecsys ft4 ii assay, and elecsys tsh assay. This medwatch will cover the ft4 ii. Please refer to the medwatch with patient identifier (B)(6) for information of ft3 iii. Please refer to the medwatch with patient identifier (B)(6) for information of tsh. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The customer's cobas e601 serial number was (B)(4). The ft3 iii and the ft4 ii results generated at the customer site were generated from expired reagent. There was no patient sample material remaining for further investigation. The investigation was unable to find a definitive root cause.